Event description:
Operating room patient was on trumpf 7000u table with schuremed shoulder chair. When starting to position patient, chair became unlocked and unlatched from the table which caused the patient to bend over backwards. Investigation revealed defective locking mechanism on shoulder chair, which then caused it to become unlatched from the table. FDA safety report ID # (B)(4).